Event description:
Elegance clinical trial it was reported that in-stent occlusion occurred. The subject underwent treatment with the eluvia drug-eluting stent on 23-mar-2023 as a part of the elegance clinical trial. The target lesion was in the left mid superficial femoral artery (sfa) with a 5.6 mm proximal reference vessel diameter and a 5 mm distal reference vessel diameter. The lesion length was 31 mm with 100% stenosis and was classified as tasc ii c lesion. Prior to the target lesion treatment with the study device, pre-dilation was performed using a 5 mm x 120 mm non-boston scientific percutaneous transluminal angioplasty (pta) scoring balloon. Treatment of the target lesion was performed by placement of a 6 mm x 60 mm eluvia drug-eluting stent study device. Following treatment, post-dilation was performed by using a 5 mm x 40 mm non-boston scientific pta balloon. Following treatment, the final residual stenosis was noted to be 5%. On (B)(6) 2023, the subject was discharged from hospital on aspirin. On (B)(6) 2023, 160 days post index procedure, the subject was noted with symptoms related to shallow femoral occlusion of the left lower limb. In response to the event, medication was given.

Manufacturer narrative:
A1: patient identifier - (B)(4). A2: patient age: 70 years old at time of enrollment.